Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose differences. Customer's blood glucose was 150 and current sengor glucose was 46. The sensor glucose and blood glucose is not with in acceptable range. The customer was advised to changed sensor to correct the issue. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer didn't receive failed battery test. The customer was advised to monitor pump and we send a replacement battery cap. The customer reported via phone call that the insulin pump alarm low suspend. Customer's blood glucose was 150 mg/dl. The customer doesn't exhibit symptoms of low blood glucose. The sensor glucose value 46 and 55. The suspend threshold limit is 60. The customer change the sensor to correct the issue.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing and the sensor passed per specification. Performed bicarbonate buffer test and the sensor passed with accurate readings.